Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a umbilical vessel catheter. Customer reported that a nurse had to take a blood sample from a pt and while aspirating the catheter she discovered that blood was leaking from the catheter. The catheter was placed on the previous month, and the problem was discovered on the four days later.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.